Manufacturer narrative:
The available information suggests this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular pacing lead exhibited increased threshold measurements. Automatic capture had been programmed on at a previous device check. Upon interrogation the device was found to be in retry at 3.5v at .4 ms. A stored episode revealed loss of captured with asystole for 2.1 seconds. The patient has been experiencing shortness of breath and fatigue. Outputs were reprogrammed to 6.5 v at 1.0 ms.